Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge. The customer was not using the pump for insulin therapy at the time of the event. Reportedly, the customer continued to use manual injections for insulin therapy.